Event description:
The patient contacted animas on (B)(6) 2013 alleging hypoglycemia and hyperglycemia on (B)(6) 2013 ranging from 40mg/dl to 300 mg/dl. The patient reported symptoms of lethargy with the low blood glucose (bg) and irritability with the high bg. The patient reported being able to successfully self-treat the bg excursions. The patient reported that when the battery was changed on (B)(6) 2013 the time had been confirmed incorrectly regarding the am/pm setting. Animas customer technical support advised the patient that when confirming the verification screen the patient is confirming that all the information on the screen is correct. The patient confirmed the time had since been corrected to reflect pm. This complaint is being reported because the patient experienced bg excursions as a result of erroneously verifying the time as correct on the verify screen when it was set incorrectly.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/08/2013 with the following findings: no defect was found. A timekeeping accuracy test was performed; the pump was keeping time accurately. Daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.